Event description:
Out of range impedance with set screw issue. Leads disconnected, wiped down and reconnected. Impedance back in range. It was found when she went in for an adjustment. They scheduled a surgery to open up the pocket wipe down the leads and reattached. Impedance was then in range. Patient is doing well after revision surgery.